Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call, the insulin pump was blocked completely and no delivery anymore. Customer's blood glucose was 28 mg/dl. Customer is returning the insulin pump for analysis.

Manufacturer narrative:
Findings: pump received with the operating currents within specific. And passed the self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test. No excessive no delivery alarms or delivery anomaly noted. Pump received with cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.